Manufacturer narrative:
We received one single dpt - vamp adult kit for examination. Priming solution was not visible inside of the kit. The reported event of "blood in the contamination shield" was confirmed. Dry blood residues were evident on the plunger side of the blue seal. Blood residues were also evident between the seal and reservoir. It was apparent that blood leaked past the blue seal to the plunger side. A simulated use test was performed to the vamp system in attempt to recreate how blood passed the seal into the plunger side. No leakage was detected past the seal during simulated use test if the IFU recommendations were followed. Recommended per the IFU state to smoothly and evenly move the plunger at rate of 5ml per 3-5 seconds during aspiration and injection of blood from the reservoir. The seal and attached plunger were removed from the reservoir for a visual examination. There was no apparent defect on the seal. It was not able to compare the seal dimensions with the drawing because the seal was not in original condition (being compressed inside of the reservoir). Leakage across the seal of the vamp reservoir was not able to be recreated in the laboratory during the product evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
As reported, the vamp system filled with blood in the contamination shield. There was no allegation of patient injury. The device is available for evaluation.